Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with 550cc mentor memorygel breast implants experienced bilateral capsular contracture post procedure. Patient experienced capsular contracture baker grade IV on the right side and capsular contracture baker grade iii on left side. As a result, patient underwent bilateral removal and replacement with 700cc mentor siltex high profile silicone gel filled breast implants on (B)(6) 2015. This report is for the right sided device. See 1645337-2019-25700 for contralateral prosthesis report.